Event description:
The customer reported to olympus, no video image was reported with multiple evis exera iii video system center. There was no harm or user injury reported due to the event.

Manufacturer narrative:
Customer called the olympus technical assistance center (tac) support to troubleshoot the device. Customer reported it does not display video images when used with multiple 180 series scopes and video cables. It worked correctly with the 190 series scopes. The same 180 series scopes and cables that are a problem on this processor work correctly on a different cv-190. Tac instructed the customer the cv-190 should be sent into the national service center for evaluation. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered a defective video socket connector and the video shows the demographic info but it doesn¿t show video that is coming from the camera. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
Updated fields: h4 this report is being supplemented to provide additional information based on the legal manufacturer's investigation and device history record review. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The exact root cause could not be determined. The investigation determined a faulty patient board set because the image does not appear only with 180 scopes. As for the cause of failure, it is considered that there was an impact before taking countermeasures by changing the design of the operational amplifier circuit of the dr board. Olympus will continue to monitor the field performance of this device.